Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments. The inner insulation was breached due to metal ion oxidation (mio). The inner and outer insulation exhibited cosmetic mio, and the outer insulation exhibited a cosmetic depression and cosmetic environmental stress cracking (esc). The outer insulation was also melted, and a white substance was noted. Blood/body fluid was found on all conductors (not obstructed) and blood was found in/on the helix/lobe mechanism. The proximal conductor was distorted, and the lead was stretched. (B)(4) the distal segment of the lead was returned and analyzed. The inner insulation was breached due to mio. All insulators also exhibited mio. Blood/body fluid was found on all conductors (not obstructed) and blood was found on the helix/lobe mechanism. The proximal conductor was distorted, and the outer insulation exhibited cosmetic esc.

Event description:
It was reported that the patient was hospitalized due to pocket stimulation, and the atrial lead exhibited low impedances and unipolar impedances that were higher than bipolar impedances. The lead was reprogrammed. It was further reported that both the atrial and ventricular leads exhibited a trend of decreasing/low impedances, and noise and oversensing were seen. Lead warnings triggered for both leads, the atrial lead exhibited a loss of capture, and the ventricular lead exhibited high thresholds. An insulation failure was suspected. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was hospitalized due to pocket stimulation, and the atrial lead exhibited low impedances and unipolar impedances that were higher than bipolar impedances. The lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.